Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 75-year-old caucasian female patient underwent a breast augmentation revision with a mentor 325cc memorygel breast implant and suffered grade IV capsular contracture on her left side postoperatively. As a result, the patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: during evaluation of the device, parallel lines of shell wear were noted on the anterior view, suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: during evaluation of the device, parallel lines of shell wear were noted on the anterior view, suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4).